Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited communication errors and erroneous critical battery alarms, and two batteries exhibited communication errors. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six batteries (B)(6) were not returned for evaluation. Analysis of the data log files revealed multiple instances involving (B)(6) where the batteries' relative state of charge values were logged between 101-201, which is indicative of communication errors. Additionally, analysis of the alarm log files revealed several critical battery alarms due to communication errors involving (B)(6). As a result, the reported event was confirmed. A power source lubrication procedure was performed on (B)(6) on (B)(6) 2018. There is no evidence that the lubrication servicing was performed on (B)(6). The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momenta ry disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: serial #: (B)(6). Device evaluated by manufacturer?: yes. FDA method code(s): 4112, 4114. FDA results code(s): 213. FDA conclusion code(s): 67. Serial #: (B)(6). Evaluated? Yes. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 4307. Serial #: (B)(6). Evaluated? Yes. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 4307. Serial #: (B)(6). Evaluated? Yes. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 4307. Serial #: (B)(6). Evaluated? Yes. FDA method code(s): 4112, 4114 FDA results code(s): 3213. FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.